Manufacturer narrative:
(B)(4). Batch # p57e34. Event month and day unknown. Only year (2017) is known. Device evaluation: the analysis found that one psee60a device was returned with the closure trigger broken and in the opened position. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler locked out during procedure. It was unknown what was used to complete the procedure. There were no adverse consequences for the patient.